Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay user/pt contacted lifescan alleging that the onetouch ultramini meter read inaccurately low. The medical surveillance specialist (mss) contacted the pt to obtain/clarify info. The pt said that on (B) (6), he stated obtaining consistent readings of 113 mg/dl, which he considered inaccurately low. He alleged that he experienced symptoms of dizziness, blurry vision, shakiness, felt his head throbbing, and had water blisters in his legs between (B) (6) and (B) (6). Since he attributes those symptoms to hyperglycemia, he said the readings he obtained were inaccurately low. He says he manages his diabetes with insulin, diet and exercise along with his blood sugar readings. He says he takes 25 units of an unk type of insulin in the morning and 30 units at night. If his blood sugar is over 160 mg/dl, he considers it high and takes about another 5-6 additional units of insulin. When he started having symptoms on (B) (6), he started to cut back on what he ate and took additional insulin regardless of the meter readings. When he took additional insulin, he says it took him about 2 hours to feel better each time. He says his target blood glucose level is 90-120 mg/dl. According to the troubleshooting performed with customer service, the meter was set to the correct unit of measure at the time of testing. This complaint is being reported, because the pt alleged the readings were inaccurately low, managed his diabetes based on the readings, and subsequently suffered symptoms indicative of hyperglycemia.